Event description:
A customer obtained erroneously high troponin (accutni) results within the risk stratification range on five patients. Results within the normal reference range were obtained upon repeat analysis on a different instrument. The customer also obtained accutni results above the ami cut-off indicating imprecision on a sixth patient. Results were not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens were collected into lithium heparin tubes. Qc resulted within specifications prior to the event. Qc resulted out of specifications high after the event. A system check performed on (B)(4) 2011 met specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse performed a preventive maintenance (pm), and replaced multiple hardware components. The fse verified repair per established procedures and results met published performance specifications. Although the fse replaced multiple parts, a definitive device failure was not determined.